Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported there was a confirmed overdischarge event. Communication could not be established with the patient programmer, clinician programmer, or recharger. The patient did not bring the patient programmer or recharger to the appointment, but the healthcare provider (hcp) office had a recharger that was used. The caller saw the ¿reposition antenna¿ on the recharger and ¿no device response¿ on the clinician programmer. The patient was not feeling stimulation. The last successful recharge session was in the beginning of (B)(6) 2018. The reason the patient had not maintained recharging was that the patient was having difficulty charging the ins and also reported that he would charge the ins in the afternoon and by the next day the battery would be dead. The patient went into overdischarge because he wasn't using the device due to rapid discharging. The patient said nothing prompted this. The steps for performing a physician mode recharge (pmr) were reviewed. It was reviewed that multiple pmrs may be required. They were to clear the power on reset (por) as soon as the ins is 25% charged. They were to call back when they needed to clear the por. No patient symptoms were reported. The caller called back and the steps for clearing the por with clinician programmer were reviewed. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-02-07. It was reported the patient was started on a trickle charge. It was discussed with patient to get on a routine for recharging. The cause of the rapid discharging of the ins was that the patient had increased intensity of stimulation and the battery depleted faster. The rapid discharging the ins was resolved and the overdischarge was resolved. The information was confirmed with the healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.